Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because auxiliary drawers 1, 5, 6, and 7 were not recognized on the communication bus. A field service engineer replaced the matrix controller to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer failed and the station was not detected on the communication bus. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.